Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that there were no recharge problems. It was noted that the ins was superficial and the patient lost weight (23 kg). "Controlling" the ins was not possible. The patient experienced non-sufficient pain control with increasing pain, affecting everyday life and increasing need of opiate. Indication for use was occipital nerve stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needs to place the controller on the ins to be able to communicate with it. When communicating with the ins using the clinician tablet, you experience exactly the same, the communicator must always be placed over the ins, there is no possibility for distant telemetry. No symptoms were reported. Additional information was received. It was reported that the cause of the lack of distance telemetry was not determined. The actions taken to resolve the issue were that a report was sent in to technical services for a solution, otherwise surgery and replacement of device. The patient lost weight in the last year, but it didn't affect good placement of the implantable neurostimulator (ins); the stimulator is positioned normally. The provided information has been confirmed with the physician/account. The patient had a bad fall on the (B)(6), but not onto the stimulator (stimulator is position in the buttock, patient had a fall forward). The patient had to be hospitalized after her fall. The problem is coming up since the (B)(6). The manufacturer representative (rep) cannot communicate with the ins even with the communicator and clinician tablet from further away, even once it is connected. Technical services noted that if the tel-m (distance teleme try of the ins) would be broken, it would be expected that it could not communicate at all with the patient controller, not even if the controller (without recharger) was physically placed over the ins. In the data report technical services did not see anything that explains the event. They did see that the patient has lost therapy a few times likely because of a depleted battery. The last loss of therapy was on the (B)(6). For the rest, everything looks good. The patient can communicate with the ins without the recharger as long as it is very close to the ins. The rep didn't try decoupling and recoupling since they had the same problem with the communicator from the clinician tablet. Additional information was received from the manufacturer representative (rep) reporting that they tried to solve the problem of distant telemetry on (B)(6) 2024 by connecting a new patient controller and recharger but the problem stayed the same. There was no connection over the ins. The ins was replaced on (B)(6) 2024 and the issue was resolved.

Manufacturer narrative:
G2: switzerland. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.